Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rectum resection procedure the stapler didn't apply the clips in the distal section. The device cut properly but it didn't apply the clips (the clips were applied only in the proximal section). The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual condition and with one reload not loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.